Manufacturer narrative:
Initially, only the cable damage was discovered by the fsr. The device was tested back at the manufacturer where it was found that the cable damage had functional impact on the performance of the device. The fsr replaced the red level detector. The unit operated to the manufacturer's specifications. Per data log analysis, the log did not show any indication of a problem with the level alarm. The cable issue did not appear to impact the level functionality. During laboratory analysis, the product surveillance technician (pst) observed an alert message 'level: disconnected' when the level icon alarm was turned on due to the wires that have been pulled out of the probe about one half inch.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the red level detector cable was pulling away from detector head. There was no patient involvement.